Manufacturer narrative:
No further information can be provided as there was no response by the patient after 3 attempts to contact.

Event description:
The patient reported that the patient's oxygen concentrator malfunctioned, leading to critically low oxygen levels below 40%, and the patient was subsequently transported to the hospital, where they remained for 4 days receiving treatment. That.

Manufacturer narrative:
The device was returned for evaluation on jun 04, 2025. The unit was returned with a "service needed" complaint, which was confirmed through data log analysis. The primary issues identified were contaminated zeolite and a blocked feed port. Zeolite absorbed too much moisture caused to the column contamination. Additionally, dust accumulation in the muffler resulted in a blocked feed port. These conditions caused high column pressure, increased power I consumption, and both low internal and external. A leaking sensor was noted, caused by overtightening of the cannula barb, and the product manifold was leaking due to debris under the check valve. The top housing and uip were replaced due to cosmetic damage.